Event description:
Information received indicates, the head function is not working.

Manufacturer narrative:
The technician found a loose connector on the solenoid cable. The technician replaced the cable to repair the bed.